Event description:
Additional information was provided from a healthcare provider (hcp) via a company representative (rep) stated that no relief after replacement. The catheter was still not aspirating. The patient was referred to a physician for a replacement.

Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided a company representative (rep) which stated that the patient was scheduled to have their catheter replaced on (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2002, product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that today the surgeon tied off the patient¿s existing catheter in the pump pocket and then implanted a new catheter attaching it to the existing pump. The new catheter aspirated successfully. The managing physician decreased the patient¿s daily dose in half, so the patient¿s daily dose was 7.999 mg/day. The surgeon updated the pump with the new dose, and the patient was going to be monitored for several hours at outpatient surgery center.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8709, serial#: (B)(6), implanted: (B)(6) 2002, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot#: (B)(6), ubd: 11-mar-2004, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a healthcare provider (hcp) via a manufacturer representative (rep). Regarding an implanted infusion pump. The pump was used to deliver morphine 30mg/ml at 5mg/day. It was reported, that the catheter was not aspirating. When the pump pocket was opened, during a pump replacement for end of service (eos), the catheter was not connected to the pump. The rep asked, the doctor to try to aspirate to see if the catheter was working. The doctor tried and "got no aspiration". The rep recommended, replacing the catheter, but the physician refused. The physician reconnected the catheter to connector and connected to the new pump. There were no known environmental, external or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved. And the patient status was "alive-no injury". The patient's weight and medical history were asked, but would not be made available.